Event description:
Additional information was received from the consumer on 2017-jan-10. It was reported the patient¿s pump was not working and was now alarming and the patient wanted to know how to have the alarm turned off. It was indicated that the sound of the alarm was consistent with the pump alarm. It was noted that because the patient was hearing the alarm going off she was becoming anxious starting on (B)(6) 2017, and that the alarming was keeping her awake and raising her blood pressure and pulse. The patient also started feeling ¿pretty darn¿ sick and very sick on (B)(6) 2017 since the pump had stopped putting the medication into the body. It was also noted that the patient had a tooth infection and due to this infection they had to postpone the explant and new pump implant until the infection clears and the patient has her tooth pulled. She had to get rid of the infection and get cleared by the doctor prior to having the new pump implanted. The date of the tooth infection was (B)(6) 2017. The drug information for what was in the pump was updated to be fentanyl [30.0 mg/ml] at a dose of 8.752 mg/day and lioresal [0.3 mg/ml] at a dose of 0.08752 mg/day. Another call was received from a consumer on 2017-jan-11. It was reported that the patient said her device was broken. Further information was received from a healthcare professional (hcp) on 2017-jan-13. It was reported that troubleshooting performed related to the motor stall was unknown. It was indicated that the patient needed the pump replaced as intervention to resolve the motor stall and the reported symptoms and that the patient was given fentanyl patches to help with withdrawals. The cause of the motor stall was unknown. On 2017-jan-20, additional information was received from an hcp. It was reported that the patient had a motor stall and was scheduled for a pump replacement. The patient had taken an aspirin a day prior to the procedure and thus the procedure was cancelled. The patient had an infection and was still waiting for a replacement. The patient was scheduled for a replacement on (B)(6) 2017. The patient had taken another aspirin and thus the procedure was cancelled and pushed back to the following friday (B)(6) 2017. It was further detailed that the patient had only had one motor stall and was waiting to have the pump replaced. The patient had a dental infection and the hcp was waiting for the infection to clear prior to doing the replacement. The patient was also taking aspirin and had to be off the aspirin prior to the pump replacement. The replacement was scheduled for (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl at an unknown concentration and dose via an implantable pump for spinal pain. On (B)(6) 2017 personal therapy manager (ptm) code 8476 meaning motor stall was reported. The patient had not heard the pump alarm. The code was seen on (B)(6) 2017. It was noted that the patient was at the doctor¿s office on (B)(6) 2017 but did not have magnetic resonance imaging (MRI) or interaction with magnets. It was indicated the patient experienced a sudden change in therapy/symptoms of withdrawal with a runny nose, abdominal pain, diarrhea, was shaky, and was ¿feeling like crap¿ on (B)(6) 2017.